Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type extension. Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type extension. Product ID 3887-33,lot# j0124626v, implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient was having communication issues with their patient programmer as it was slow to respond. However, it was mentioned that they were able to adjust stimulation. It was reported that the patient was not getting pain coverage. Instead it was reported that they had been getting stimulation in their stomach for the last two years. The rep stated that the stimulation was very strong and it took time for their patient programmer to turn their stimulation down. The rep stated that the patient¿s implant battery was at 2.94 volts, which was considered full. The rep stated that they tried to find documentation to show the battery curve and they asked technical services to see if there was such a document that could be sent to the healthcare provider¿s fax. It was reported that the event occurred about two years ago in 2015. No further complications were reported/anticipated. Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that the plan was to replace the battery and leads. Due to placement issue, the entire system was explanted on (B)(6) 2017. No further complications were reported/anticipated. (See reg report 3004209178-2017-22543 for information related to lead placement difficulty.)